Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: diaphragmatic simulation was noted and was resolved with repositioning the lead. This is all of the information that was provided to us.